Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off. The outcome of the case was successful without adverse consequence to the patient.

Manufacturer narrative:
Reported event: tip of the pins broke off as doctor was inserting pins into the patient. Procedure was a left uni knee. Procedure was successfully completed. No delay in surgery. No adverse consequence to the patient. Products not available as they were thrown out. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143000-01 non-sterile bone pin, single) were manufactured shipped to (B)(4) on august 10, 2015 and accepted into final stock on august 10, 2015 per erp. Complaint history review: a review of complaints in (B)(6) related to p/n 143080, lot number w41375 shows three complaints related to the failure in this investigation. The related pi numbers are (B)(4). Tracking of complaints related to the 143080 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of the bone pin. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off. The outcome of the case was successful without adverse consequence to the patient.